Event description:
It was reported that stent dislodgment occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. Vascular access site was obtained via brachial artery. The de novo target lesion was located in the non-tortuous and non-calcified left main. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilatation was performed with a 3.5 x 15 balloon catheter. A 4.00 x 16mm synergy xd drug-eluting stent was then advanced for treatment. During insertion, significant resistance was felt, and it was observed that the stent dislodged from the balloon. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that stent dislodgment occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. Vascular access site was obtained via brachial artery. The de novo target lesion was located in the non-tortuous and non-calcified left main. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilatation was performed with a 3.5 x 15 balloon catheter. A 4.00 x 16mm synergy xd drug-eluting stent was then advanced for treatment. During insertion, significant resistance was felt, and it was observed that the stent dislodged from the balloon. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure. It was further reported that the stent moved on from the balloon but still within the balloon area. The whole system was removed, and it was then noticed the stent dislodged from the balloon outside the patient.

Manufacturer narrative:
B5: describe event or problem: updated. Device evaluated by MFR.: synergy xd mr ous 4.00 x 16mm stent delivery system was returned for analysis. Visual, tactile and microscopic examinations were performed on the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and did appear to have been subjected to positive pressure. There was clear evidence of the initial stent crimp on the balloon material. The stent was detached from the balloon and was not returned with the device. The outer and inner lumen and mid-shaft section found no issues. No issues identified with the hypotube shaft. Bumper tip showed no signs of distal tip damage.